Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8840, lot# serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received compounded baclofen (500mcg/ml, 669mcg/day; flex mode basal rate of 9.50mcg/hr) in an implantable pump for an unknown indication for use. The patient had a history of strumpell-lorrain disease. The current pump was implanted on (B)(6) 2017. On (B)(6) 2017, a concentration change was to 2000mcg/ml, while maintaining the daily dose. The interrogation session reports from the dose changes ((B)(6) 2017) indicated the flex mode basal rate remained at approximately 9.0mcg/hr, however the daily rate fluctuated from 669.25mcg/ml to as high as 927.70mcg/ml ((B)(6) 2017). The information reasonably suggests the patient was receiving more medication than what was expected. In the weeks that followed the concentration change, the patient felt bad and spasticity symptoms returned "a lot" (patient felt well prior to concentration change). The patient was hospitalized and diagnostics/troubleshooting of bolus, radiography (no volume discrepancy) were performed to detect if there was an issue with the catheter. No issue was found and the drug concentration was changed back to 500mcg/ml. The patient then reportedly fell ill. After some weeks (on (B)(6) 2017), the patient asked to change back to concentration 2000mcg/ml in order to have less refills. Once changed, the symptoms returned again. Therefore, on (B)(6) 2017, the concentration was changed back to 500mcg/ml and the patient was fine since. It was also reported that the elective replacement indicator (eri) was estimated to be 60 months at implant (instead of 80 months). Between (B)(6) 2017, the eri varied from 48 to 77 months (B)(6) 2017 eri was 60 months, (B)(6) 2017 eri was 79 months, (B)(6) 2017 eri was 48 months, (B)(6) 2017 eri was 59 months, (B)(6) 2017 eri was 56 months, (B)(6) 2017 eri was 77 months, and (B)(6) 2017 eri was 54 months. There was no known environmental/external/patient factors that may have led or contributed to the issues. The issues were considered ongoing. No surgical intervention occurred or was planned. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated. Additional information was received. The center used several 8840s, and they didn¿t know which one was used with this patient. It was noted that all 8870 cards were changed, according to the filed action. At the last follow up, the delay before replacement of the pump was 54 months. The hcp asked why the delay before replacement of the pump varied from one follow up visit to another. The customer also told the representative that the patient felt the therapy was not as effective as it was with the previous pump.